Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on balloon. The target lesion was located in the distal left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced to overlap the proximal edge of a previously implanted synergy stent. However, the stent strut got caught and stent moved down 1-2mm outside the stand markers of the balloon catherer. Subsequently, the physician decided to deploy the stent before it came off. A 2.5x8mm stent was placed in between the two stents for adequate stent coverage and the procedure was complete. No patient complications nor injuries were reported.